Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. No prime anomaly noted. Unit exited the load reservoir screen properly. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with light moisture damage to the electrical board. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 63 mg/dl at the time of the incident. The customer is unable to turn on the pump. The customer used food to treat. The customer stated that he may have over treated with insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to blank display issues. The customer had tried to change the reservoir before the blank display, but the pump kept rewinding. The insulin pump will be returned for analysis.